Event description:
It was reported one of the patients leads had migrated. As a result, surgical intervention was undertaken wherein the patients system was explanted. Investigation was unable to determine which of the patients 2 leads had migrated.